Event description:
It was reported that the patient was experiencing inadequate stimulation as the ipg was loose in the pocket and the lead migrated. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively and the explanted device components were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model:sc-8336-50. Serial: (B)(6). Batch: 7082441.